Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional information was requested and received. This report was mailed to FDA on: 03/28/2008.

Event description:
A surgeon reports that following intraocular lens implant surgery, a pt reported difficulty driving at night. He states that at times, it seems something is covering his sight for a few seconds. Otherwise, he reports good distance and near visual acuities. Upon examination, the surgeon noticed a fine layer of spots in the lens, mostly on the posterior surface, and describes the lens surface as opaque.